Event description:
It was reported that the vns patient passed away on (B)(6) 2014. The cause of death was respiratory distress/ fever. The relationship of the death to vns is unknown. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that the believed cause of death was intractable seizures precipitated by antibiotics. The death is not believed to be related to vns. The death certificate indicates that the patient was buried and immediate cause of death is aspiration pneumonia. Manner of death is natural. No autopsy was performed.

Manufacturer narrative:
.